Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rising blood glucose to 353 mg/dl, received an occlusion alert that remained unresolved until a supply change, and was unable to proceed when attempting a meal announcement; the user had recently completed a supply change and was using a teflon infusion set. Symptoms included hyperglycemia. Outcomes included self-management at home with successful troubleshooting and subsequent blood glucose of 100 mg/dl, without hospitalization. Investigation included guided dry-run motor testing and a complete supply change, which resolved the occlusion alert. Investigation of this case revealed that insulin delivery was impeded by an occlusion that was corrected after replacing the infusion set and supplies; no motor fault was observed during the dry run. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or line occlusion.